Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump console displayed a message indicating that the state of the backup batteries was not known. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
A eeprom integrated circuit on the power manager circuit board exhibited an instance of communication failure with the central control monitor. Cycling the power restored the ic to proper function. The power mgr assembly was replaced.